Event description:
It was reported that this patient on peritoneal dialysis (pd) therapy had yeast peritonitis. There were no reported allegations that the event was caused by (B)(6) products. In additional follow-up, the pd nurse reported that the patient was on antibiotic therapy for a previous peritonitis event. Subsequently, on (B)(6) 2025 the patient was seen in the outpatient pd clinic with symptoms of cloudy pd effluent. It was stated that the patient had a pd culture obtained in the pd clinic which had growth of yeast. The patient was restarted on antibiotic therapy utilizing intra-peritoneal (ip) vancomycin. On (B)(6) 2025, the patient had a planned hospitalization for pd catheter (not a (B)(6) product) removal. The patient was switched to hemodialysis modality for renal replacement needs. On (B)(6) 2025, the patient was discharged from the hospital and is reported to be recovering from the event, per the nurse. The nurse confirmed the patient did not have fluid leaks or any issues/malfunctions with (B)(6) products in relation to the event. The nurse attributed peritonitis to prior course of antibiotics. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).